Event description:
Customer called in to report the insulin pump alarmed for button error. Blood glucose reading at the time was 363 mg/dl. The customer mentioned that the insulin pump has been inside a pocket and it had been wet at the time. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusions can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump passed displacement test, operating currents, self test and off/no power test. No battery out limit alarm noted. The insulin pump received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.